Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the rolling loop fiber was further inspected. The rolling loop assembly was found damaged and verified as the source of the fault. The complaint regarding a non-recoverable error was confirmed by failure analysis. The root cause is attributed to a faulty rolling loop fiber causing communication issues within the usm1 due to an open circuit.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da-vinci assisted esophageal diverticulum repair procedure the customer called in to report that they got a non recoverable error 319 on arm 1. Prior to calling the technical support the customer had restarted the system but issue persisted. The customer explained that they had disabled arm 1 but they wanted to have a solution due to all 4 arms needed. The intuitive surgical inc (isi) technical support engineer (tse) reviewed live logs and identified error 319 pointing to a node not present (node name acc in armnet 1). The tse asked the customer to attempt a system restart with emergency power-off (epo) but the customer refused to do so due to anesthesia time and not wanting to expend more time for troubleshooting. The customer explained that the surgery would last around 3-4 hours more and agreed continue with 3 arms and was requesting their field engineer to follow up. The procedure was completed as planned with 3 arms and no report of patient harm, serious incident or injury. There issue caused no delay. The spare parts were replaced by the field engineer on the same day, the system checked and was ready for use again.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.